Event description:
It was reported that during a tonsillectomy procedure using the coblator ii controller, the controller would not activate the wand. A new wand was opened to test, but this wand would not activate either. The surgeon chose to complete the procedure using a competitor's product. There was no significant delay or any pt complications reported as a result of this event.